Event description:
New information received states that the oversensing event still persists. Programming change were made. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine follow-up, myopotential oversensing was noted on the device. The patient was brought into the clinic and that the myopotential oversensing was reproducible. Programming changes were made. The patient was stable.